Event description:
Caller reported multiple cartridges were not fitting properly on pump, with debris found on guide rail. Additionally, the o-ring was missing from a cartridge. There was no reported adverse impact to the customer's blood glucose level. Caller was instructed to clean pneumatic tap area and discard old cartridge, successfully loading a new cartridge and resuming insulin delivery.